Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e102 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source had intermittent issues with lamp error e102 that kept coming on, and an internal buffer error e209 occurred. The issue occurred during preparation for use. The device was rebooted after the error message was observed. The intended procedure was completed using the same set of equipment without further issue. There were no reports of patient harm.